Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one linear opening and black particles in device outer surface. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.